Manufacturer narrative:
Sections with additional information as of 02-aug-2024: g1: reporting contact first and last name updated from ¿(B)(4)¿ to ¿juliana arias¿; reporting contact email updated from ¿(B)(4)¿ to ¿jarias@trividiahealth.com.¿ h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - unable to ship returned product to the manufacturer, due to biohazard. Returned product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - unable to ship returned product to the manufacturer, due to biohazard. Returned product scrapped. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to verify lot number of pen needles - able to establish contact with customer who stated he had received an envelope and not the replacement product. Customer also stated the envelope will not fit the box. Replacement product with larger envelope sent to customer. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had received the wrong size pen needles; customer was sent replacement product. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he is comfortable with the new replacement products.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the pen needles do not administer the correct insulin dosage. The package had not been open or damaged when received by the customer. This is the first time the customer is using the product out of this package. The customer is using compatible product and the pen needle is aligned properly. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.